Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms and associated oversensing of the minute ventilation (mv) sensor. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The mv sensor was also automatically disabled by the device. The patient was subsequently observed in the office and there was noise and oversensing observed in the bipolar configuration so ra sensing and pacing were left in the unipolar configuration. Boston scientific technical services (ts) reviewed possible causes with the registered nurse (rn). The associated pacemaker device was indicated to have the updated device header spring contact design. The sudden brady response (sbr) feature was also noted to be programmed on. Ts discussed sbr with the rn, explained the necessity to have ra pacing before sbr is employed and noted the episodes are appropriate for the function. The rn stated that sbr therapy is also effective. The rn subsequently contacted ts again indicating that after the ra lead was previously programmed to the unipolar configuration, there was capture observed. However, they were now questioning ra capture on a recent stored sbr episode. The rn asked ts about what to do until the patient can be seen by the electrophysiologist for a possible ra lead revision. Ts provided specific possible programming changes as a sbr replacement. The ra lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms and associated oversensing of the minute ventilation (mv) sensor. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The mv sensor was also automatically disabled by the device. The patient was subsequently observed in the office and there was noise and oversensing observed in the bipolar configuration so ra sensing and pacing were left in the unipolar configuration. Boston scientific technical services (ts) reviewed possible causes with the registered nurse (rn). The associated pacemaker device was indicated to have the updated device header spring contact design. The sudden brady response (sbr) feature was also noted to be programmed on. Ts discussed sbr with the rn, explained the necessity to have ra pacing before sbr is employed and noted the episodes are appropriate for the function. The rn stated that sbr therapy is also effective. The rn subsequently contacted ts again indicating that after the ra lead was previously programmed to the unipolar configuration, there was capture observed. However, they were now questioning ra capture on a recent stored sbr episode. The rn asked ts about what to do until the patient can be seen by the electrophysiologist for a possible ra lead revision. Ts provided specific possible programming changes as a sbr replacement. The ra lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.